Manufacturer narrative:
The device was evaluated at (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. The light intensity of the examination lamp was too low due to a failure of the led light source unit. When the endoscope video connector was fully pushed into the video connector socket, the connection was loose due to a failure in the video connector socket. Due to a failure of the examination lamp, the white balance could not be adjusted normally, and the white balance adjustment error e311 occurred. The video connector socket may have failed due to excessive pressure applied when pushing down the locking lever to unplug the video plug of device. In addition, it may have caused the phenomenon reported by the user. This device was sold in (B)(6) 2014 and has never been repaired before. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the following facts, omsc surmised that the device was unable to provide sufficient light due to the failure of the led light source unit. The cause of the failure of the led light source unit could not be determined. During the evaluation for device repair, a failure of the led light source unit was confirmed. As a result of the device history record review, it was confirmed that there was no abnormality in manufacturing, concession, and variability. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the led lamp did not work. There was no report of patient injury associated with the event. An olympus field service engineer visited the user facility to check the device and found that the brightness of the lighting was low and the video connector socket could not hold the connected device properly.